Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a failed battery. The customer¿s blood glucose level was 160 mg/dl. The customer stated that they had received failed battery alarm. The customer was advised to troubleshooting for pump now and get a replacement instead of waiting until the issue reoccurs. The insulin pump will not be returned for analysis.